Manufacturer narrative:
(B)(4). The product associated with this report has not yet been returned. Based upon the serial number and the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the following concerns to performing an adjustment: "prior to doing an adjustment to decrease the stoma, review the patient's chart for total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the patient has been compliant with nutritional guidelines, the patient may have a leaking band system, or may have pouch enlargement or esophageal dilatation due to stomal obstruction, band slippage or over-restriction."

Event description:
Health professional reported a "possible leak or crack" in a lap-band port. The band wasn't holding any fluid and the patient was not feeling any restriction from the most recent fill adjustments. A port removal and replacement was successfully performed.